Event description:
During unpacking of the device, a hair was found within the sealed packaging of a 7x60x75 epic stent prior to opening. The device was not used in the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified an epic stent delivery system (sds) outside an opened epic inner packaging pouch. The batch number on the packaging matched the reported batch number. There was a loose curly piece of hair in the packaging on the proximal end of the pouch. There was no damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
During unpackaging of the device, a hair was found within the sealed packaging of a 7x60x75 epic stent prior to opening. The device was not used in the procedure.

Manufacturer narrative:
(B)(6). (B)(4).